Event description:
It was reported that a smiths medical pump alarmed no disposable pump won't run- res vol 87.8 ml, rate 2.2 ml/hr, given 14.28 ml, unknown if air in line, patient not affected. No further information available.